Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient wanted to have the device checked because they felt quick jerks at night from the device. They described it as "jumping like&#55297;nd lasting about 2-3 seconds. The patient was supposed to call a representative, but they hadn't yet, so the patient was scheduled at the clinic with to have it checked. The patient first started experiencing the jumping like/jerking sensations about 3 months ago. The patient didn't have an activity level change as they couldn't do much activity. The step taken to resolve the jumping like/jerking sensations was that when it didn&#38176;work for a while, the patient called their urologist. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.